Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.

Event description:
Customer reported that he was hospitalized due to low and high blood glucose. Customer stated that he was hospitalized because his insulin pump was over delivering, it delivered 74 units. The blood glucose reading was 159 mg/dl at the time of hospitalization. Customer stated that he was eating candy to bring the blood glucose up. Customer stated that the blood glucose was 373 mg/dl after eating the candy. Bolus history was checked and there was no indication that the insulin pump was over delivering. The 74 units were the daily totals. Customer stated that he had a cat scan done and he was wearing the insulin pump. Customer stated that he was nervous and his girlfriend took him to the hospital. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.